Event description:
It was reported that the patient presented to the emergency room with a heart rate in the 30's. The lead had perforated the patient. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.